Manufacturer narrative:
(B)(4). Concomitant product(s): xl-200152 act artic hd arcom xl 28x46mm 510610. A 650-1055 cer bioloxd option hd 28mm 2886419. A 15-103203 taperloc microp lat fmrl 9.0mm 735790. Reported event was confirmed by review of x-rays provided. Pictures and x-rays were reviewed with development engineer. The position of the cup is confirmed to be extremely vertical and retroverted. The outer surface of the liner exhibits severe scratches and also a significant amount of polyethylene was worn away on the device. This damage likely occurred during articulation of the liner in the cup. The appearance of the liner suggests that there was extreme edge loading on it. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. The likely cause for the liner wear is cup position being extremely vertical and retroverted. However, the reason for the extremely vertical and retroverted position of the acetabular cup is unknown. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial hip procedure due to high ion levels. Subsequently, the patient was revised due to dual mobility liner wear. The position of the cup was noted be extremely vertical and retroverted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.

Event description:
No further event information available at the time of this report.